Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17070. It was reported that when the patient presented for a follow-up in clinic, it was observed that r waves were lost. Even though ventricular auto capture (vac) was on, capture was still lost in the right ventricle. When capture was initially lost, no output of backup safety pulse was activated. Programming changes were made. Threshold fluctuations were also observed and it is possible that the right ventricular lead had dislodged, but dislodgement was not confirmed by x-ray. It was noted that during initial implant, the site of the lead was changed due to perforation and impedance was slightly lower after initial implant. The physician elected to explant and replace the lead because the cause of the issue could not be specified as due to postural changes or lead fracture. There were no adverse patient consequences.